Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was 347 mg/dl at the time of the incident. Customer stated that the stuck on button error screen. Customer stated that the insulin pump was exposed to moisture. Customer stated that the time not coming up just button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen. Device time or clock moved. Device received with button error alarm and had unresponsive esc buttons due to corroded keypad traces.